Event description:
It was reported that during a procedure, the handpiece and transnasal bur heated up "very quickly". The dissecting tool (bur) became hot during normal use. The doctor could hear grinding, possibly from ball bearings. The handpiece motor was changed, but the tool (bur) continued to be hot. The bur did not wobble and the irrigation was connected. A replacement bur was used without incident. There was no injury reported as a result of this event.

Manufacturer narrative:
Concomitant medical products. Em200 ¿ motor legend ehs stylus; 510k number ¿ (B)(4); no serial or lot information was provided. Therefore, the manufacturing date cannot be obtained. (B)(4). The device has been received. However, the product analysis has not yet been completed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Manufacturer narrative:
The transnasal bur was evaluated on april 2, 2015. (B)(4): the product analysis indicates that one sample was received, part# tn40rcd with the original product packaging. The co ndition of the device showed customer handling/use. Equipment used: ipc console, stylus drill. The customer stated that the bur became hot when used in 2 different drills. The bur was attached to a stylus drill and operated at 60,000 rpm by the ipc console. The bur became warm but was not uncomfortable to the touch even when irrigation was not connected. Irrigation cools the bur as it flows from the hose barb to the bur tip. It is possible that the customer did not have irrigation connected to the bur. The customer¿s complaint could not be confirmed. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.